Manufacturer narrative:
The complaint sample was returned for evaluation and a visual examination revealed that the balloon was found to be torn longitudinally. The expiration date for this batch was found to be 01-jul-2006. The procedure date for this complaint is 2007. The unit was used past its expiration date. The root cause of the complaint could not be determined definitively; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope. A DHR for the pertinent lot was reviewed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon ruptured inside of the patient at 7 atm/18mm. The desired level of dilation was nearly reached and the procedure was completed at that time. No part of the balloon detached from the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.